Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose while using the ilet with a teflon infusion set; the user noted no visible kinks in tubing and subsequently performed an infusion site change with guided troubleshooting, after which insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included transient impact on blood glucose without medical intervention or hospitalization. Investigation included remote troubleshooting and education to verify tubing, replace the infusion site, and resume insulin delivery. Investigation of this case revealed no evidence of a bent cannula or device malfunction, and the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.